Event description:
Pump alarm 20 was reported, and it occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer had previously reported similar alarms and was instructed by technical support to replace the pump. The customer used a backup insulin pump to ensure uninterrupted insulin delivery and followed guidance to put the faulty pump into storage mode before returning it with a prepaid label.